Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation addresses the customer¿s complaint in this case and did not identify any trend or potential root cause that would indicate that the product is not meeting specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The usable life for the freestyle freedom lite meter is 5 years; however, as the customer did not provide date of event, it cannot be determined if shelf life/expiration date was exceeded at time of medical event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter would not turn on by button or by test strip insertion. As a result, the customer lost consciousness and required unspecified third-party medical treatment by a healthcare professional. The customer declined to provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation addresses the customer¿s complaint in this case and did not identify any trend or potential root cause that would indicate that the product is not meeting specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The usable life for the freestyle freedom lite meter is 5 years; however, as the customer did not provide date of event, it cannot be determined if shelf life/expiration date was exceeded at time of medical event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report for section d1- brand name nad d4 - model no, have been updated with the correct information.

Event description:
A customer reported the adc blood glucose meter would not turn on by button or by test strip insertion. As a result, the customer lost consciousness and required unspecified third-party medical treatment by a healthcare professional. The customer declined to provide additional information. There was no report of death or permanent injury associated with this event.